Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of consumer, who had experienced redness and hypopyon in both eyes. The current status of the consumer's eye is resolved at the time of this report. Further information cannot be obtained.

Manufacturer narrative:
Additional information has been updated in d9. H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. A retained sample from the same complaint lot was also tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).